Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22apr2020.

Event description:
The customer reported that the touchscreen will not calibrate. There was no patient involvement. The manufacturer's field service engineer (fse) advised to replace the user interface which includes the touchscreen. The customer has ordered the replacement user interface and the manufacturer's field service engineer (fse) has installed the replacement. The issue has been resolved and the unit has returned to service.

Manufacturer narrative:
G4: (B)(6)2020 b4: 01oct2020 touch screen assembly was received for evaluation. All test passed, could not replicate the reported complaint. There is no fault found on this returned touch screen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.